Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, when the physician pulled the plunger out of the device body the sutures were not attached. The device was removed and another proglide device was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded at the facility; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history and query of the complaint handling database could not be conducted because the lot number was not provided and the device was not returned for investigation. Based on the reported information and without the device to examine, a definitive cause for the reported event could not be determined.